Manufacturer narrative:
The customer declined to return this device for inspection and repair by spacelabs. This device was installed at the customer¿s site in march of 2003. The typical life expectation for spacelabs bedside monitoring devices is seven years. This particular device is now sixteen years old and a failure in a device of this age is not an unexpected event. The customer¿s biomedical engineering department reports that they have identified a component failure to be the cause of the device malfunction. The component that they have identified is the monitor¿s backplane board. The customer¿s biomedical engineering department reports that after replacing the backplane board, the device is fully functional. This report is complete and this particular issue is considered to be closed.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report directly through the FDA on march 26, 2019, that on (B)(6) 2019 a spacelabs bedside cardiac monitor was working when the clinicians arrived in the room. However, shortly thereafter, the bedside cardiac monitor stopped working. They attempted to troubleshoot it, but it would not work. They then obtained a portable for patient use. No injury was reported in association with this event.